Event description:
The end user fell when a leg of the commode collapsed.

Manufacturer narrative:
The facility reported that the right rear leg of the commode collapsed while the end user was sitting on it. She suffered a subdural hemorrhage. The risk manager indicated she did not believe the commode was entirely at fault because it appeared that someone at the facility may have switched one of the four legs with a leg from a cane or walker. The sample was not returned for eval and no lot number was provided. There was no identifying product info on the device to confirm its model number. Photos sent by the facility show the right rear leg to be visually different than the other three legs. Review of the photos provided by the facility does not depict any deformation to the integrity of the product or material, nor is there a visible flaw in the weld. We have no info to suggest a mfg defect existed. We have not confirmed this was a medline device but in an abundance of caution, this medwatch is being filed.